Event description:
The received additional information does not change the final conclusions of previous investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that multiple right hip revision have been performed since on (B)(6) 2019, with a known history of prior right hip infection. With multiple surgical revision to right hip, increases the patients risk to develop infections. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 110010271 ¿ g7 multihole shell - r3713970a; 11-300817 ¿ arcos distal stem ¿ 838140; 11-301323 ¿ arcos cone - 213330; 650-1067 ¿ biolox delta taper 3031101; 650-1058 ¿ biolox delta head ¿ 2993794; 00625006520 - bone screw - 63187339; 00625006540 ¿ bone screw ¿ 63604707; 00625006540 ¿ bone screw ¿ 64202377; 00625006515 ¿ bone screw - 629035991. Customer has indicated that the product will not be returning for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00623, 0001822565 - 2021 - 00625, 0001822565 - 2021 - 00626, 0001822565 - 2021 - 00627.

Event description:
It was reported that patient underwent a first stage revision after an unknown amount of time post implantation, a second stage revision approximately 2 months later and 3 more surgeries within a 15 month period of time. Subsequently, the patient underwent another revision approximately 1 month after the last due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.